Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-2316-50 serial # (B)(4). Description: infinion1x16 perc lead kit-50 cm model #: sc-3400-30 serial # ni description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot # 18596757 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced a suspected infection at their incision site. The patient was administered antibiotics.

Event description:
A report was received that the patient experienced a suspected infection at their incision site. The patient was administered antibiotics.

Manufacturer narrative:
Additional information was received that the infection was at the ipg site and the symptoms were redness and swelling. The physician is unaware as to what the infection is related to. Model #: sc-2316-50 serial # (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial # (B)(4) description: infinion splitter 2x8 kit (30 cm) the devices remain implanted in the patient. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a suspected infection at their incision site. The patient was administered antibiotics.